Event description:
It was reported the catheter connector was broken and it was never implanted. It was stated the implant health care provider (hcp) grasped the connector to connect is, but one of the 2 collets fell to the ground. It was stated the hcp did not perform any ¿anomalous¿ procedure. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the catheter (lot no. 0208252635) found the collet on the pin connector was prematurely locked in place, and it was detached and/or missing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.